Event description:
An endocrinologist reported that a patient experienced a needle injury. The novofine 30g needle broke off and remained in the patient's body, when patient was injecting insulin before dinner. The needle was surgically removed from the subcutaneous fat under local anaesthetic.